Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw vent implant (tsvwh16) was received with a crown for investigation (image 1, image 3). Visual inspection of the as received product identified significant damage to the external threads and body of the implant (image 1). The collar and internal hex of the implant was severely damaged as well (image 2). There was no report of damage to the implant and therefore the damage is likely to be from the removal process. Due to the damaged state of the implant, accurate measurement analysis could not be conducted. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (60423294). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization operation (op#170) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (60423294) for similar events and no other complaint was identified. Based on the investigation, malfunction of the implant has not occurred. The damaged state of the implant is likely due to the removal process since it was not reported or mentioned in the complaint description. The reported events (infection, bone loss) are non-verifiable as they are medical condition events. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k numbers k011028 and k013227.

Event description:
It was reported that a patient experienced an infection and bone loss at the implant site.